Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 2 of 4 on the home choice (hc). The caregiver (cg) checked the lines and bags and found that the unused final line clamp was open. The cg cycled the power to clear the 2240 alarm. The technical services representative (tsr) instructed the cg to notify the peritoneal dialysis registered nurse (pdrn) of the missed therapy. The pd rn contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The pd rn stated that the hp told him that she had left the clamp open during therapy. The hp contacted the pd rn, there were no adverse events and the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). For the initial report- the proper therapy procedures were reviewed with the patient during the initial call. This complaint for a system error 2240 alarm (air in set) was confirmed when the caregiver (cg) checked the lines and found that the unused final line clamp was open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The cause was determined to be use error-open clamp. A batch review was not performed due to unknown lot number. A label review was performed and this review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. A follow-up report will be sent if any additional information becomes available.